Manufacturer narrative:
(B)(4). Date of follow-up report: 03-05-15. If additional information pertinent to the incident is obtained another follow-up report will be submitted.

Event description:
The physician reported a system inaccuracy during a superdimension case. The case was cancelled and the patient was under general anesthesia. There was no report of patient injury, death or other serious adverse event. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A component of the superdimension system; case recordings, were returned and analyzed. Evaluation results identified a software anomaly and the failure mode for the software anomaly is acceptable per the superdimension fmea documentation. The locatable guide catheter was returned and analyzed. The evaluation results showed that the device performed according to specification. There were no anomalies identified during the internal review of the device history record (DHR) of the system console. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia. If additional information pertinent to the incident is obtained a follow-up report will be submitted.